Event description:
As reported, during a laparoscopic ventral hernia repair procedure, the optifix straight deployed broken fasteners during use and would not fixate the mesh to the abdominal wall soft tissue. The broken fasteners were removed from the patient's body. It was reported that the surgeon completed the procedure by suturing the mesh. There was no patient injury.

Manufacturer narrative:
As reported, optifix straight deployed broken fasteners which failed to fixate the mesh. A broken fastener was returned with the device. No functional testing could be performed as all thirty fasteners have been deployed from the device prior to return. There is no damage or manufacturing anomalies identified that would have potentially resulted in the deployment of the broken fastener. The most probable cause for a broken fastener to present in use is the result of forces being applied. However, a definitive root cause as to why a broken fastener deployed could not be determined. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in mar, 2023. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated